Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient was experiencing difficulty in charging the implantable pulse generator (ipg) and discharge of the battery even when therapy was turned off. The patient underwent an ipg replacement procedure and is doing great postoperatively. The explanted device was not returned due to facility policies.

Event description:
It was reported that the patient was experiencing difficulty in charging the implantable pulse generator (ipg) and discharge of the battery even when therapy was turned off. The patient underwent an ipg replacement procedure and is doing great postoperatively. The explanted device was not returned due to facility policies.